Event description:
It was reported that a malfunction alarm, malf 12, occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided assistance to reset the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue reappears.